Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) since pump therapy began. No exact bg values were provided. Reportedly, the customer "bumped" up their basal and bolus settings to address the bg levels and alleged the correction boluses weren't being delivered the way were supposed to be delivered. Reportedly, the pump was to continue to be used for insulin therapy.